Event description:
It was reported that the pt was treated at the emergency room for low blood glucose levels and high potassium levels.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. The pt's basal rates were decreased two weeks prior to the initial contact but did not program the adjustment into the pump. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no pump history from the time of the event was available due to continued patient use. The pump history for the available date range showed typical usage alarms and warnings. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.